Manufacturer narrative:
Corrected: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received clarifying that the moderate paravalvular leak (pvl) occurred with the first valve when it was p ositioned high/aortic.

Manufacturer narrative:
Additional information was received that the valve dislodged about the aortic valve and temporarily caused a cardiac response of st changes, which resolved when the valve was snared up. The patient's pressures remained low for a period of approximately 4-5 minutes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID evolutfx-26 serial (B)(6), use by date 2025-02-23, UDI (B)(4). Updated: b2, b5, d10, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve dislodged after deployment. The valve was snared up into the ascending aorta and held in place while a 2nd valve was implanted at 6mm and 5mm deep. The gradient was at 4 millimeter of mercury. No additional adverse patient effects were reported. Additional information was received that during the implant of the valve , no pre or post implant balloon aortic valvuloplasty (bav) was performed. The deployment starting point was at the bottom of the pigtail at an implant depth of 3 millimeter (mm) on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). After the valve dislodged, the implant depth was -1 mm on the ncc and 0 mm on the lcc. Aortogram and transesophageal echocardiogram (tee) revealed moderate paravalvular leak (pvl). A medtronic guidewire (confida) was used during the procedure. One day follow the valve implant, echocardiogram showed a mean gradient of 13 millimeters of mercury (mmhg). Some neuro deficit and aphasia were observed on the patient's right side. The patient's motion was improving in the upper extremity yet grip strength was not improving. Subsequently the patient's symptoms resolved and they were discharged with no issues. No additional adverse patient effects were reported. Additional information was received that stroke symptoms presented when the patient woke up after the valve implant. A stroke was confirmed with computed tomography (CT) imaging and neurological assessment. The stroke was classified as a watershed (border zone) ischemic event. Per the physician, the cause of the stroke due to the cardiac event during the valve implant with diminished perfusion. The patient was hospitalized for five days and treated in a rehabilitation facility for one day until symptoms resolved.

Event description:
Additional information was received that the valve may have occluded the coronary arteries when it dislodged. The st changes that were reported were noted to be st depression. The moderate paravalvular leak (pvl) and elevated gradient were noted after the second valve was placed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the implant of the valve , no pre or post implant balloon aortic valvuloplasty (bav) was performed. The deployment starting point was at the bottom of the pigtail at an implant depth of 3 millimeter (mm) on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). After the valve dislodged, the implant depth was -1 mm on the ncc and 0 mm on the lcc. Aortogram and transesophageal echocardiogram (tee) revealed moderate paravalvular leak (pvl). A medtronic guidewire (confida) was used during the procedure. One day follow the valve implant, echocardiogram showed a mean gradient of 13 millimeters of mercury (mmhg). Some neuro deficit and aphasia were observed on the patient's right side. The patient's motion was improving in the upper extremity yet grip strength was not improving. Subsequently the patient's symptoms resolved and they were discharged with no issues. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b2 - outcome attributed to adverse event updated to include disability b5 - event description h6 - patient and device codes additional codes - ime and imf codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve dislodged after deployment. The valve was snared up into the ascending aorta and held in place while a 2nd valve was implanted at 6mm and 5mm deep. The gradient was at 4 millimeter of mercury. No additional adverse patient effects were reported.